Event description:
It was reported that a pt underwent a vascular surgery involving two products. During surgical intervention, a long time of bleeding was noted. The grafts remained implanted and there was no reported pt injury.

Manufacturer narrative:
The two grafts involved in this event are: igw0008-30, (B)(4), lot# 11l24, exp date 9/1/2016; hew2410bridge, (B)(4), lot# 11j22, exp date 11/1/2016. Remaining fragments of the complaint devices are awaiting from the complainant to be sent to an outside lab for scanning electron microscopy analysis. A review of the device history records, including collagen coating records, indicated that the grafts were processed and inspected according to procedures and no anomaly was found. Specifically, the review of the water permeability testing of seven products coated on the same day and under the same conditions as the complaint devices indicates values well within product specs. Two retention sample coated on the same period and under the same conditions as the complaint devices underwent water permeability testing at 120 mmhg as per iso 7198. The test results indicated a value well within product specs. The investigation is still ongoing. A f/u report will be submitted after completion of the investigation.